Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was hooked up to a new device (ICD) that was implanted on 08/27/97, noting the lead had erosion at the clavicular site. Problems encountered after the device (ICD) was hooked-up, - lead short detected. Itermittant lead problem. They were going to do a non-invasive procedure the next day to determine if the device would convert the patient. The test turned out fine. The device remains actively implanted, and they will be monitoring the patient.